Event description:
During a laparoscopic left nephrectomy for living related donation an endoscopic stapler was utilized to staple and cut the renal artery. The stapler malfunctioned. The staples did not completely fire and the artery was transected. The laparoscopic case was converted to open left nephrectomy to control excessive bleeding. The patient required extensive hemodynamic replacement was admitted to the critical care unit and had an elongated hospital stay.manufacturer response for stapler, surgical, ets flex: manufacturer has contacted hospital to discuss product disposition.